Manufacturer narrative:
The sample was discarded and unavailable for evaluation. However, based on the event as reported the most likely cause of the damaged edges would be user/device interface while attempting to deploy the mesh down an 8mm trocar. The device in question is an extra-large size. Regarding the deployment of the extra-large product codes the instructions-for-use states, ¿the size of the extra-large bard® 3dmax¿ mesh may inhibit deployment through a trocar. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2020. Addendum: this is an addendum to the initial emdr submitted in 16-jun-2020. This supplemental emdr is submitted with the corrected UDI no. Updated fields: b4, g4, g7, h2, h11 corrected field: d4 (UDI no.) Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded

Event description:
As reported, on (B)(6) 2020, during the implant of a 3dmax mesh through davinci 8mm trocar, the outside of mesh was ripped due to grabbing by graspers. There was no patient injury. The sample was discarded.

Manufacturer narrative:
The sample was discarded and unavailable for evaluation. However, based on the event as reported the most likely cause of the damaged edges would be user/device interface while attempting to deploy the mesh down an 8mm trocar. The device in question is an extra-large size. Regarding the deployment of the extra-large product codes the instructions-for-use states, ¿the size of the extra-large bard® 3dmax¿ mesh may inhibit deployment through a trocar. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb, 2020. Sample discarded.

Event description:
As reported, on (B)(6) 2020, during the implant of a 3dmax mesh through davinci 8mm trocar, the outside of mesh was ripped due to grabbing by graspers. There was no patient injury. The sample was discarded.